Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "no alarm." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined that the root cause of the condition was the pc board due to the audible alarm not functioning to specification due to a failed pc board component. The device was serviced and now meets manufacturer specifications.